Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer service guided the caller through loading a new cartridge, but the alarm persisted, preventing successful resumption of insulin therapy. Consequently, a replacement pump was arranged as the device was still under warranty. The customer had no backup insulin therapy available and planned to contact their healthcare provider.